Manufacturer narrative:
The reported events were cardiac perforation, failure to capture, lead dislodgement, helix mechanism issue, low pacing impedance and r wave amp variation. The reported event of helix mechanism issue was confirmed. The reported events of failure to capture, low pacing impedance and r wave amp variation were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Final analysis found that the inner coil was over torqued at the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented in the clinic for follow up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture, low, in range pacing impedance, r wave amplitude variation. Chest x-ray confirm lead dislodgement and micro perforation. During rv lead repositing procedure, the helix of the rv lead failed to extend. The rv lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.